Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, an intermittent audio output was reported. The patient stated their mother was notified of a low on the follow application and found the patient having a seizure around 1:00am. She provided the patient with a glucagon injection and the patient was unresponsive for fifteen minutes. When the patient came to, he ate and fell back asleep. At the time of contact, the patient was doing good. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete. No additional patient or event information is available.